Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. The cause of the event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that the outer sheath insertion tube was damaged, torn during an unspecified therapeutic procedure. The steal mesh is visible at the damaged site about 9 cm up from the distal end. No patient harm or injury reported due to the event.